Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation from the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported observation of ¿shocking sensation¿ was not confirmed. The cause of the reported observation was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any obstructions. The medical adhesive along the side of the ipg header at the seam between the header base and header cap was slightly separated on lead port 1-8. No body fluid was noted within the header assembly. It¿s unknown if this occurred during handling. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. The header seam observation was located near electrodes 7 and 8. A review of the programs used on the observation date were programs 1 and 3. The as-received programming of programs 1 and 3 found electrodes 7 and 8 were not used, therefore, the header separation was not related to the reported event. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances and ensures the outputs are within tolerance on all 16 electrodes including the ipg can connection.